Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient's lifevest is too tight and is causing the skin to break down under the both breasts. The irritation is described as open gaping wounds under both her breasts. One area is the outline of the front right electrode and the other is under the left breast under fabric of the lifevest. The open wounds are infected and brown, and "other nasty colors". There is drainage coming out of those wounds. The patient's cardiologist recommended removing the lifevest until the skin heals. The wound team at the hospital also applied a band aid to the area, and later applying a wet wipe to help heal the rash. During a follow-up, the patient indicated that the irritation had improved.